Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1ud99, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 04-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the implant is in their right buttocks for bladder control. It was noted that they have ¿two leads going to it¿ and one of the leads had moved past their right buttock and was irritating them and it hurts them. It was stated that this was first noticed ¿about the 4th; let¿s say the 4th.¿ it was recommended that they follow up with their healthcare provider to check them implant and address the issue in person. It was noted that they would be seeing the pa on the 14th and would speak to them then. No further patient complications were reported.

Manufacturer narrative:
Product ID: 3889-28, lot# va1ud99, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was clarified that it was moving past their sciatic nerve. It was reported that to resolve this, they ¿removed device off sciatic nerve ¿ caused right leg to lock up. Moved device over to the right ¿ has been resolved.¿ no further patient complications are anticipated or expected as a result of this event.